Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair and open umbilical hernia repair procedure, the device¿s clear plastic collar that connects the inflation bulb was cracked, allowing air to escape during pumping. There was no rapid loss of abdominal pressure due to the device issue and the failed device was removed and another was opened to complete the procedure. There was no injury caused to the patient and no medical intervention was required.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the device¿s clear plastic collar that connects the inflation bulb was cracked, allowing air to escape during pumping. There was no rapid loss of abdominal pressure due to the device issue and the failed device was removed and another was opened to complete the procedure. There was no injury caused to the patient and no medical intervention was required.